Event description:
It was reported that the user experienced aggressive insulin dosing on the ilet, totaling approximately (B)(4) units within 30 minutes, after not announcing a meal; the user had elected not to announce due to viewing insulin on board from a prior hyperglycemia event and had also reported a prior infusion site issue that could contribute to hyperglycemia. Symptoms included hyperglycemia with a reported blood glucose of 289 mg/dl. Outcomes included user pausing therapy, education provided to resume automated therapy, and counseling to announce meals to prevent large corrective doses; no alerts or alarms, no hospitalization, and no additional follow-up were pursued by the user. Investigation included troubleshooting and education and transfer to clinical support for additional training. Investigation of this case revealed that the ilet responded to a rapid glucose rise consistent with a missed meal, leading to corrective dosing as designed, while a reported prior site leak could also contribute to elevated glucose; no device malfunction or alarm behavior was identified. It was concluded, based on previously established findings for similar reports, that user-related factors, including a missed meal announcement and pausing therapy, were the primary contributors, with possible contribution from an infusion site issue.